Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with mentor cpx 4 breast tissue expander with suture tabs, 450cc breast implant and experienced left sided deflation intraoperatively. The report stated when the expander was placed in the left breast and the test with serum was performed, the respective expander overflowed, showing a small leak. The doctor used another expander with cat#:3549314, sn#: (B)(4), and completed the procedure. No adverse event reported.